Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that ext set 0.2 micron filter ss dehp free tubing was broken on 2 occasions. The following information was provided by the initial reporter: material no: 20027e x2 batch no: unknown. It was reported that when the tubing was taken out of the package, the tubing was broken.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free tubing was broken on 2 occasions. The following information was provided by the initial reporter: material no: 20027e x2 batch no: unknown. It was reported that when the tubing was taken out of the package, the tubing was broken.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 20027e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.